Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument had erratic movements, and it jams during use. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer, toward the end of the procedure after approximately 1 hour of use without any anomaly, during an instrument movement commanded via the console. The issue occurred while the surgeon was manipulating the prograsp via the console. The failure was not related to an inability to move the instrument; the instrument was mobile but did not perform the commanded action. The movements of the surgeon did not scale appropriately to the instrument, as the observed rotational movement was greater than intended. The requested movement was performed and then other movements could follow, particularly rotation. The timing of instrument movement was appropriate, with no delay or lag. No shakiness or friction was experienced or observed. There was no instrument-to-instrument or system arm-to-arm interference to the reporter¿s knowledge, and apparently no external collisions. The issue was persistent and occurred during use of the prograsp to manipulate a needle. The issue was not resolved; the team switched to a needle driver. The lot number of the drape was unknown, and the drape is not available for return. There was no patient injury as a result of the event. The device was inspected prior to use, was in perfect condition, first use, and functioning properly at the beginning of the procedure. The instrument has been returned to intuitive. No photographic images or video recording of the procedure are available. The issue occurred approximately 40 minutes before the end of a procedure that lasted about 2 hours.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did replicate and confirm the reported complaint 'it moves erratically and freezes during use'. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument grips tips opened and closed properly. The instrument passed the grip test. The instrument was recognized by the test system and successfully passed all functional tests. The instrument was fully functional.

Event description:
Refer to h11 for follow-up information.